Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in a mildly calcified, 90% stenosed right internal carotid artery with one rx acculink stent. During the procedure, the patient experienced hypotension which was treated with a dopamine infusion and a 2 liter bolus of normal saline intravenous fluids. The patient's blood pressure medication was also held. The hypotension episode resolved on (B)(6) 2012. On (B)(6) 2012, the patient experienced numbness and tingling in 3 fingers of the left hand and numbness around his lips. Computed tomography did not show any evidence of a cerebrovascular accident. The event was diagnosed as a transient ischemic attack. No treatment was given and the symptoms resolved within a few hours. The patient remains hospitalized as of (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: other: heparin; embolic protection: rx accunet. There was no reported product deficiency. The reported patient effects of hypotension, numbness, and transient ischemic attack are listed in the rx acculink instructions for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.